Event description:
During a knee scope with meniscal repair it was reported that the items misfired. There was a 70 minute procedural delay. Reference complaints (B)(4) for the two items reported.

Manufacturer narrative:
Device evaluation: two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample one showed the needle is dramatically bent in. No ts or suture remain on the insertion needle. T/suture construct was returned, no abnormalities were noted. The device was functionally tested for proper actuator advancement and cycling and would not function properly due to the bent needle. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ visual assessment of sample two showed no ts or suture remains on the insertion needle. T/suture construct was returned, no abnormalities were noted. The devices actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(6).